Event description:
It was reported that the representative was in a case where the lead will not insert into the header block. They tried turning the lead, working the ins (stimulator), pulling back the set screw, etc (etcetera) but nothing will get the lead into the ins. It will only go in half way and two contacts were still showing. They will replace the ins. It was later reported that the lead could not fit into head of battery. Tried using directional guide and it fit and the lead would not. Physician inspected battery and the silver contact looks like it was blocking the interior passage. Device was not implanted. Troubleshooting was performed. Patient status at time of this report was alive with no injury. There were no patient symptoms or complications associated with this event. It was later reported by the representative that the patient was fine, implanted with another battery.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3093-28, lot # va0s7yr, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID neu_wrench_acc, product type accessory. F(B)(4). Analysis of stimulator serial number (B)(4) revealed no anomaly.